Event description:
Sales rep reported that a pt has what feels like a bursa on the tibia where a calaxo screw (unk size) was implanted about 8 months ago. Dr is planning a follow-up knee scope. No other info is available at this time.

Manufacturer narrative:
Device is not being returned for eval. Reinforced surgical technique to customer.